Event description:
Pt hospitalized for hyperglycemia. Pt called technical support to be sure of following proper procedure with the insulin pump and accessories. Technical support confirmed proper procedures. Pt felt pump working fine and will not return. Pt feels insulin is the cause and asking for medical advice. Referred to the physician or pharmacist.